Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that several attempts were made by the rep and their coworkers to cover patient's ¿new pain¿. Patient seems to have unrealistic expectations. Patient was told that they may have to have lead revision to try and cover new said pain. Patient has never opted to try that route. Impedances all in normal limits. Battery has not been changed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that since last tuesday ((B)(6) 2018), the patient having a new pain and wanted to use a tens unit. The patient stated that there were times where they could hardly walk. It was reported that it had been seven weeks and it was driving the patient nuts. The patient stated that the pulsation was not where it should be. They patient stated its down in their thigh and in their butt area and not where they needed it. It was reported that the patient was sore in the hip area and stated that their unit was shut down for now. It was reported that this was considered to be a sudden change in therapy/symptoms. No further complications were reported/anticipated.